Event description:
Same case as MFR#: 2134265-2009-02289. Clinical trial. It was reported that post coronary artery drug eluting stenting treatment procedure, the patient presented with angina. The index procedure treated a 80% stenosed, 4.0x42mm lesion located in the mid to proximal rca (right coronary artery) with two 3.5x24mm taxus express2 stents. The patient was discharged one day following the procedure on aspirin and clopidogrel. The patient presented 1953 days following the index procedure with angina. The patient was discharged on day 1956. It is unknown how the angina was treated.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.